Event description:
A malfunction was reported on a pump, but there were no significant events leading up to it. There was no adverse impact on the customer's blood glucose level. Tandem technical support planned to replace the pump, though the caller declined interest in an out-of-warranty loaner pump and had no backup therapy available. The caller intended to contact a healthcare professional.